Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. The lesion was located in the left renal artery, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unk. Another MFR's 4.5mm x 15mm stent was advanced and successfully placed. The maverick2 12mm x 4.0mm balloon catheter was advanced for post-dilation of the stent, however, upon inflating the balloon, the balloon was unable to be deflated. It was not known on which inflation or to what atms the balloon reached prior to the deflation issue. In an attempt to remove the balloon, the physician applied force and "removed everything at one, causing the stent to dislodge". It was further noted that the "balloon had to be cut from the shaft while still inflated". An unspecified stent was placed to complete the procedure. The pt's status is reported as "ok".